Manufacturer narrative:
Corrected data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 14-jun-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -9.0/3.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. Lens was repositioned on (B)(6) 2023, this did not resolve the proble. On 09/mar/2023 the lens was exchanged vertically for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).